Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's school nurse that the customer's insulin pump had a blank display and also received a low battery alarm. Customer's blood glucose level at the time 315mg/dl. Troubleshooting occurred. No further information was provided.